Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent device check, this right ventricular (rv) lead was found to not be working appropriately. Further information indicated that the lead had high pace impedances and thresholds. The pace impedances were greater than 1700 ohms which were confirmed via pacing system analyzer. In addition, it was noted that the patient was a twiddler and the lead was twisted within the pocket. This was suspected to have contributed to the observations. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.